Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The wds was advanced and the 31mm closure device was successfully implanted on (B)(6) 2025 the patient visited the hospital complaining of symptoms similar to heart failure. A pericardial effusion was confirmed. The patient medication regime had been stopped temporarily due to cardiac tamponade. Pericardiocentesis was performed draining approximately 900 ml of fluid to treat the effusion. The patient was admitted to the hospital. As the patient condition stabilized, the direct oral anticoagulant (doac) plus single antiplatelet therapy (sapt) medication was resumed. The patient was discharged on (B)(6) 2025 with no further complications.